Event description:
Customer reported that she received a no delivery alarm during bolus. Customer changed the infusion set and the alarm was resolved. Blood glucose value is 168 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.